Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization due to CPAP device. Patient alleged headache, cough, fatigue, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged hospitalization due to CPAP device. Patient alleged headache, cough, fatigue, difficulty breathing/short of breath. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that very little contamination on the outside, air inlet port has some dirt/debris visible from outside. During the internal investigation found evidence of sound abatement foam degradation. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and unable to asses the symptoms in the compalint. The manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam found throughout device enclosure and airpath, fibrous contamination and fine white contamination found in blower box, slight black contamination at the blower seal in the blower box is consistent with the keratin.